Event description:
Customer called to report a delivery issue and noted that due to not receiving his product he was unable to test and experienced a medical event. Customer initially called on (B)(6) 2019 and reported his adc freestyle libre sensor was giving repeated scan again in 10 minutes messages and then a replace sensor message. At the time of the original call there was no report of any treatment. Customer called again on (B)(6) 2019 and reported the delivery issue and noted that on this day he was experiencing frequent urination so he self-presented to his healthcare provider who diagnosed him with hyperglycemia and treated him with insulin via intravenous infusion. No other treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called to report a delivery issue and noted that due to not receiving his product he was unable to test and experienced a medical event. Customer initially called on (B)(6) 2019 and reported his adc freestyle libre sensor was giving repeated scan again in 10 minutes messages and then a replace sensor message. At the time of the original call there was no report of any treatment. Customer called again on (B)(6) 2019 and reported the delivery issue and noted that on this day he was experiencing frequent urination, so he self-presented to his healthcare provider who diagnosed him with hyperglycemia and treated him with insulin via intravenous infusion. No other treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.original MDR was submitted with "unknown" as the serial number. Upon clarification it was revealed there were two sensors; both displaying sensor error messages. MDR #2954323-2019-01881 was submitted on 3/5/2019 for serial number: (B)(4). MDR #2954323-2019-01882 was submitted on 3/5/2019 for serial number: (B)(4). Symptom of frequent urination was missing from original MDR.